Event description:
It was reported that 5 of the bd safetyglide needle were occluded. The following information was provided by the initial reporter: the needles are occluded.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd safetyglide needle were occluded. The following information was provided by the initial reporter: the needles are occluded

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 22-aug-2023. H6: investigation summary : forty-two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.